Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the k-wire strands were cut off due to stress from repeated manipulation of forceps elevator, and the wire was raised up due to repeated brushing around forceps elevator at reprocessing and attachment/detachment of distal cover. Light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping at distal end of the device, which may have resulted humidity invading lg lens causing corrosion. Additionally, the foreign material adhered to objective (ob) lens could not be identified. Therefore, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: IFU (reprocessing manual) states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera duodenovideoscope had a broken forceps elevator due to a cut wire. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the forceps elevator wire was cut, the inside of the light guide lens was dirty, the adhesive around the objective lens had foreign material, the angulation in the right direction was out of standard, the adhesive on the bending section rubber was broken, the connecting tube was crumpled, and the distal end was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.